Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to use, when the packaging of the herculink elite device was opened, it was found that the stent had dislodged from the stent delivery system (sds) balloon. The device was not used on the patient. No resistance was noted during removal of the device from the packaging. The procedure was completed using another herculink elite stent of the same size. There was no clinically significant delay in the procedure reported. No additional information was provided.